Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported the cartridge casing was cracked and that there was moisture ingree. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: during investigation, the cartridge compartment was cracked from the threads to the u-groove. A leak test was performed and failed due to a leak in the cartridge compartment. No moisture damage was found in the battery compartment or under the display lens. The pump was opened to find moisture damage on the continuous glucose monitoring board, and the printed circuit board.